Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm prime/fill anomaly due to motor error alarm.

Event description:
It was reported that the insulin pump was unable to prime normally. The customer¿s blood glucose was 8 mmol/l at the time of the incident. Customer stated that the insulin kept pushing out and fixed prime did not chosen too. The insulin pump will be returned for analysis.